Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from the consumer and the health care provider (hcp) regarding a patient receiving intrathecal bupivacaine, fentanyl, and clonidine. Additional drug information was unknown. The indications for use were spinal pain, failed back surgery syndrome, and chronic low back pain. The catheter implanted on (B)(6) 2012 never hit the right spot. The catheter had to be moved on (B)(6) 2013. After the health care provider (hcp) replaced the catheter and moved its position, the patient's therapy improved greatly. The patient stated they may need to look at moving the catheter again. The patient had a 50% improvement of symptoms once the catheter was replaced, but it was still only hitting the right leg. The patient felt the therapy would work better if the catheter was located in a different spot. Follow up was conducted regarding clarification of the catheter "never hitting the right spot", troubleshooting performed, the cause of the issues, and additional symptoms experienced by the patient. If additional information becomes available, the event will be updated.